Event description:
Per report, during a transapical tavr procedure the 23mm sapien valve was positioned 70:30 aortic, but the balloon moved during inflation which resulted in the valve position being too aortic (95:5) with 2+ pvl. The aortic annulus diameter measured 20mm with severe valve calcification and moderate aortic root calcification. A 2nd 23mm sapien valve was positioned 1 cell more ventricular when compared to the 1st valve. Again, the balloon moved aortic during inflation and post deployment the valve final position was also too aortic (90;/10) with 2+ pvl. A 3rd 23mm sapien valve was then positioned 50:50 when compared to 2nd valve. Post deployment the position was 70:30 aortic with mild pvl. The patient remained stable the entire time. It was reported that the positioning of the valve was affected by a ¿fair¿ image intensifier angle and balloon movement during inflation was thought to be related to the ¿high contractility of the heart, even when the systolic pressure was 50 mmhg¿.

Manufacturer narrative:
This report represents the 2nd sapien valve implanted. Per the instructions for use, device malposition requiring intervention and paravalvular leak (pvl) are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the reported too-aortic valve position post deployment with pvl appears to be related to patient factors (e.g. High contractility of the heart, native valve severely calcified) and procedural factors (e.g. Fair I/I angle, 70:30 aortic positioning before deployment) causing the valve to move upwards during deployment. The device was not available for evaluation, as it remains implanted in the patient. There was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00864.